Event description:
It was reported the physician was performing an aneurism embolization on a patient with an acute subarachnoid hemorrhage in the anterior right communicant artery in 2007. Total occlusion was achieved and the procedure completed in an hour and 20 minutes without any issues. Continuous flush had been maintained throughout the procedure. Approximately twenty-one days post procedure, the patient expired in the intensive care unit (ICU). The patient was reported as being "without neurologic deficit" at the time he had expired. It was also reported that the death was related to the patient's condition and not associated to the products.

Manufacturer narrative:
The device remains implanted in the patient.